Event description:
User reported a pump error that rendered the pump inoperable. The user resorted to hand cranking. This event is considered reportable per spectrum medical's criteria.

Manufacturer narrative:
Investigation confirmed reported fault. Pcba was replaced after which the device operated as expected.